Manufacturer narrative:
(B)(4). Concomitant medical product: unknown femoral component catalog # unknown lot # unknown; unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it was not returned by patient. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. The device history records for the part 42512400711, lot 63727829 were reviewed and no deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned by patient.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revisied due to a hematoma. The tibial prosthesis was removed and replaced.